Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received auto off alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not know the time portion of the auto off alarm could be adjusted. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting.